Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s blood glucose level was 36 mg/dl. Customer treated with orange juice for low blood glucose. Customer experienced a high blood glucose and the blood glucose value was 275 mg/dl. Customer treated with insulin injection for high blood glucose. The product will not return for the analysis.